Event description:
It was reported that an ilet user experienced intermittent disconnection between the ilet and a dexcom g7, followed by the ilet displaying three dashes in place of glucose values and subsequently not powering on, after the user had turned the device off at the direction of clinical staff. Symptoms included loss of continuous glucose readings on the ilet. Outcomes included discontinuation of ilet therapy per healthcare provider direction and issuance of a replacement device. Investigation included review of device use history with the user¿s trainer and technical troubleshooting education regarding dexcom connectivity. Investigation of this case revealed that the issue was consistent with communication pairing failure between the ilet and the cgm, with no evidence of a specific failed internal component identified before return. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate, with user handling and connectivity environment considered potential contributors.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.